Manufacturer narrative:
Do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels displayed as "high"; although specific values were not provided. Cause was unknown. Reportedly, customer changed infusion set, cartridge and also delivered a correction injection to address bg's. A system check was performed, and it was found that the customer was using off-label insulin within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.